Event description:
It was reported that a 300ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking "from the section where the bag connects to the giving set along the seam". The events occurred when the patient was "commencing" parenteral nutrition administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Potential lot # 60367393. The potential lot # 60367393 was manufactured between may 11, 2022 ¿ may 13, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.